Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer representative reported via email that the customer had a low blood glucose level of 38 mg/dl while he was out fishing. Customer declined a transfer to the help line because he had treated the low blood glucose level on his own.